Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the dermatome took a "zig-zag" graft. The patient was injured (laceration) and needed several dressings and cream in the affected area. The event led to one hour surgical delay; and the procedure was postponed.